Event description:
It was reported that during a routine device check, when the programming head was placed over the device to interrogate it the patient stated that their rhythm felt suddenly very different and that they did not like the feeling. When the interrogation was done, it was found that the device pacing mode had changed from mvp to vvi-65 and that an electrical reset had occurred. The device had lost all the patient data, the device date changed to (B)(4) 1994 and no diagnostic data was available. All of the device parameters were able to be reprogrammed and the patient was sent home. The patient returned feeling symptomatic and a second reset had occurred. A review of device performance found that the device had an internal circuit problem. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis results were inconclusive. The reported unexplained power on reset (por) condition was confirmed from the save-to-disk data and the por reasons register. The cause for por¿s was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed power on reset (por) parameters and that the device suffered numerous por events including vdd monitor, write to rom, stack underflow and write to illegal address. Engineering recommends device replacement.

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
The device has been received for product analysis which is in progress.